Event description:
Excessive poly wear.

Manufacturer narrative:
The received device was forwarded to depuy material science for evaluation. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The received medical records were reviewed by a depuy medical professional. Form a medical perspective, based on the information available, the complaint is unlikely product related. No evidence of material or manufacturing defects was observed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy synthes will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. The medical records were reviewed for MDR reportability. According to the patient's medical records prior to revision the patient was experiencing pain, swelling, and instability. Upon revision the femoral and tibial components were found to be loose secondary to polyethylene debris. Non-depuy cement was used at primary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).